Event description:
Evicel fibrin sealant applicator was assembled incorrectly and the products did not mix. Vendor told technician the wrong directions. She was instructed to draw up the product with the vials right-side up instead of inverted; this caused the valve on one side to turn, which made it leak. Another applicator and new product had to be retrieved and prepped. This caused a 7 min delay in closing for the pt. Manufacturer response for sealant, evicel fibrin sealant (per site reporter). Vendor was in operating room during procedure.